Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad trace. Analysis was unable to verify the rf pic failed self-test alarmed due to keypad damage. The insulin pump was received with scratched on display window, cracked reservoir tube and cracked at battery tube threads. No cracked on display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had rf pic failed self-test alarm and keypad anomaly. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.